Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator was not open. A field service engineer (fse) identified a ghost drawer failure with no recoverable items, found refrigerator items grayed out, manually triggered the fault using the key to queue the failure, assisted the customer in successfully recovering the storage space, replaced the latch and harness assembly as preventive maintenance, and verified proper operation through hta and user application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge was not opening. User did reboot and recovery, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.